Event description:
It was reported that the patient heard an alert. Followup is in progress to determine the cause of the alert. The lead was inactivated and replaced three days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).